Manufacturer narrative:
Premarket (510k) number is unknown. One used sample was returned for evaluation with lot number reported as unknown; the sample was received in used conditions without its original packaging the returned sample was visually inspected at a distance of 12 inches to 16 inches and normal conditions of illumination: no discrepancies were found. Functional testing was performed and found the cuff of the returned sample was inflated using a syringe and the product was submerged under water in order to detect any leakage. A leak was observed coming out from the seal of the cuff. During manufacturing process 32 samples were reviewed; visual inspection and leak test. No discrepancies or leak were found. The root cause of the reported issue was found to be; production personnel did not follow the inspection instructions or the instructions are not clear in the welder process. No lot number was provided; therefore, device history record review could not be completed. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147.

Event description:
It was reported that during the use of the product, the customer noticed air was leaking from the cuff. No patient injury was reported.